Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2025 and the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The blood glucose was high at the time of event and was treated by correction injection via multiple daily injection (mdi). The issue occurred with six infusion sets.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.